Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Technician resolved the issue by replacing the handpiece. The device was not evaluated since site was not responding, and therefore root cause is unknown. Due to the site reporting that the device was firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the trigger was stuck and the handpiece was consistently firing pulses. Liquid was also observed. No patient injury was reported.